Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that according to the customer's parent, the insulin pump had an absence of insulin flow blocked alarm, stuck button, and a pump error indicating hardware low level failures. The customer's blood glucose level was 16.2 mmol/l at the time of the incident. Troubleshooting for absence of insulin flow blocked alarm was performed and found that the insulin pump passed the high pressure test. Troubleshooting for stuck button was performed. It was reported that customer stated did not press a button down for three minutes or longer and the insulin pump was also not exposed to change in altitude. Troubleshooting for the pump error found that alarm did not occur during rewind/load reservoir/fill tubing process. Per both troubleshooting, it was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Pump received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor.